Event description:
According to facility: resident was in sling of alpine lift when bath aide began to lift resident to g into tub, machine broke causing resident to fall approx 12-16" to tile floor. Landed on right side. Head injury and spinal pain. Resident was transported by ambulance to the ER and was treated and released with no injuries.

Manufacturer narrative:
Based on discussion with facility, it appears that the actuator (motor) shaft snapped. Upon examination of our records, the mast was replaced in 2005 due to lateral pressure being placed on the boom and/or mast. This lateral pressure and likely subsequent lateral pressure placed on boom can cause the actuator shaft to weaken and eventually snap. Medcare has multiple written warnings on the lifts regarding the danger of lateral pressure.